Event description:
The reporter contacted animas on (B)(6) 2012 alleging the time and date on the pump resets itself to the default of (B)(6) 2007 12:00 am when the battery is changed. Review of the settings by animas customer support revealed that when the time had been manually corrected the time was set for pa, not am as it should have been. This caused the time on the pump to be off by 12 hours. As a result of the time being off by 12 hours, the patient was not receiving basal boluses as he should have been receiving during the day, instead receiving the basal boluses programmed for the nighttime instead. The time on the pump was reset to correct time. As a result of the time being incorrect on the pump, the patient experienced elevated blood glucose (bg) reading "high" on the meter with associated symptoms of hyperglycemia to include nausea at 10:30 am the morning of the call to animas. The patient was bolused with 6 units of novolog u100 insulin via the pump at 10:30 am to treat the elevated bg. The patient's bg measurement at 11:00 am was 561 mg/dl with light nausea. It was reported that at 11:35 am the patient was feeling much better and able to resume normal activities. The patient continued on insulin pump therapy. This complaint is being reported because, the patient reportedly experience hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4): the bench testing confirmed when the battery was reinserted after 6 hours without power the time and date reset to 12:00am (B)(4) 2007. To further investigate the pump cover was removed; a visible inspection confirmed the internal battery (bt1) was leaking. No defect with insulin delivery was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.